Manufacturer narrative:
This supplemental report is being submitted to provide the the device evaluation. Please see the updates in sections: g4, g7, h2, h6 and h10. The tjf-q180v video scope, serial number (B)(6) was returned to the service center for evaluation due to "positive culture". A visual inspection was performed on the received condition and did not note any stains or foreign material inside the biopsy or suction channels. An olympus boroscope was used to inspect the biopsy channel and kinks were discovered near the distal end side and control body side; as well as, light scrape marks in numerous locations throughout. The suction channel and suction cylinder were also inspected using the olympus boroscope. At the entry of the suction cylinder, scrape marks were found. As stated prior, there are no signs of foreign material inside either channel. Other findings include chipped bending section cover glue on insertion tube side. Both bending section cover adhesives are discolored. The forceps elevator was manipulated in the up position and there is no debris present. The video scope was not leak tested, as it still remains in biohazard state.

Manufacturer narrative:
This supplemental report is being submitted to provide the manufacture date.

Manufacturer narrative:
This supplemental report is being submitted to provide the additional information. On september 11, 2020, an olympus endoscopy support specialist (ess) was dispatched to the user facility to observe reprocessing practices for the tjf-q180v scope. There was no deviation noted with the reprocessing practices of the facility¿s endoscopy surgical tech (preclearing) and endoscopy service line coordinator (transportation). The reprocessing technician, perform manual cleaning with minor deviations noted as steps were not completed per step 21 ¿while continuing the immersion and aspiration, raise and lower forceps elevator at least three (3) times.¿ also, the facility uses non-olympus flushing system. The reprocessing concerns were addressed and performed immediately. A channel check was performed on the clean scope before moving it to the high-level disinfection area, which the scope passed. The endoscopy scope reprocessing technician, then performed hld using the medivators advantage plus with no deviations from the olympus IFU. In addition, the legal manufacturer (lm) reviewed the content of this complaint for further investigation. The subject device was not sent to the third-party laboratory. Therefore, reported event could not be confirmed. As the result of DHR review, it was confirmed that the subject device was shipped from the factory in accordance with specifications. A dhf investigation report indicated that if devices are reprocessed in accordance with IFU, devices are able to be reprocessed sufficiently. The legal manufacturer reported that this event was not due to a product problem, including IFU, but to a user mishandling. The user facility requested olympus to provide an in-service training about reprocessing. The subject device was not inspected by sbc and was not culture tested by the third-party laboratory. Though it is difficult to specify, the legal manufacturer presume the cause of germs detected as follows: 1. User¿s cds process possibly differed from sbc. 2. Contamination possibly occurred in microbiological testing. 3. Reprocessing was possibly insufficient due to the device defects.

Manufacturer narrative:
As part of our investigation of this report, an olympus endoscopy support specialist (ess) was dispatched to the user facility to assess their reprocessing practices and to provide reprocessing training if necessary. To date, the ess visit has not been finalized. In addition, the scope was returned and is pending evaluation. The service center followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event but with no result.

Event description:
The service center was informed that the scope cultured positive twice for an unspecified microorganism. There was no patient involvement reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. On september 11, 2020, an olympus endoscopy support specialist (ess) visited the facility to observe reprocessing practices for the tjf-q180v scope. The ess observed the facility¿s endoscopy surgical tech perform pre-cleaning with no deviation from the IFU. The facility¿s endoscopy service line coordinator, perform transportation with no deviation from the IFU; however, the endoscopy scope reprocessing technician, perform manual cleaning with minor deviations from the IFU that were addressed and performed immediately. A channel check was performed on the clean scope before moving to the high-level disinfection area, which the scope passed. A second endoscopy scope reprocessing technician, performed hld using the medivators advantage plus with no deviations from the olympus IFU. All concerns witnessed during manual cleaning were redressed and performed immediately and no problems were detected with the scope upon inspection. The ess informed the facility¿s mgh endoscopy clinic coordinator and endoscopy educator of the findings in person immediately after the observation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The result of the DHR review confirmed the subject scope was shipped in accordance with specifications. The lm reported that the most probable causes for the reported event are as follows: user¿s cds process possibly differed from sbc. Contamination possibly occurred in microbiological testing. Reprocessing was possibly insufficient due to the device defects.